Event description:
The customer alleged that when her blood glucose was tested, her breeze2 meter read 70 mg/dl higher than her doctor's meter. The customer could not provide the comparison readings. Depending on the actual reading, the difference could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer returned her test strips for eval. Replacement test strips and a coupon for a new breeze2 meter were sent to the customer.